Manufacturer narrative:
The subject device was not returned to omsc for the evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the environmental bacteria which were contained in air and tap water were detected from the sample collected from the instrument channel of pcf-h290zi which had been reprocessed with the subject device. There was no report of infection associated with this report. It was reported that during reprocessing the user facility opened windows and the device might be contaminated by environmental bacteria.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. As described in oer-5 instruction manual, the life of each filter, deterioration of disinfectant solution, and un-implementation of water pipe disinfection could be considered as a cause of the reported event. In addition, since it was an environmental bacteria, there was a possibility that there was contamination in the culture solution.